Event description:
It was reported that the day following the implant, oversensing and noise were seen on the ventricular lead. The post operative chest x-ray and fluoroscopy from implant was reviewed, and it was determined that the lead had not been fully seated in the header when the set screw was tightened. The lead was reconnected, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.